Event description:
Bayer case number: (B)(4). Sometimes they even pierced right through a fallopian tube [fallopian tube perforation], they were often firmly stuck [embedded device], severe pain [pelvic pain female], fatigue [fatigue]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("sometimes they even pierced right through a fallopian tube") and embedded device ("they were often firmly stuck") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion medically important), pelvic pain ("severe pain") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered embedded device, fallopian tube perforation, fatigue and pelvic pain to be related to essure administration. The reporter commented: more than twenty years ago, the manufacturer bayer launched the product essure: two tiny coils that doctors could insert in the fallopian tubes in fifteen minutes, after which the fallopian tubes would close up. It seemed like the perfect sterilization method, but after just a few years, women around the world began reporting complaints, such as severe pain and fatigue. In 2017, bayer withdrew essure from the market. Women have also filed a class action lawsuit against the manufacturer. Gynecologists have removed many of those little coils, and they say they were often firmly stuck. Sometimes they even pierced right through a fallopian tube. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) sometimes they even pierced right through a fallopian tube [fallopian tube perforation], they were often firmly stuck [embedded device], severe pain [pelvic pain female], fatigue [fatigue]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("sometimes they even pierced right through a fallopian tube") and embedded device ("they were often firmly stuck") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion medically important), pelvic pain ("severe pain") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered embedded device, fallopian tube perforation, fatigue and pelvic pain to be related to essure administration. The reporter commented: more than twenty years ago, the manufacturer bayer launched the product essure: two tiny coils that doctors could insert in the fallopian tubes in fifteen minutes, after which the fallopian tubes would close up. It seemed like the perfect sterilization method, but after just a few years, women around the world began reporting complaints, such as severe pain and fatigue. In 2017, bayer withdrew essure from the market. Women have also filed a class action lawsuit against the manufacturer. Gynecologists have removed many of those little coils, and they say they were often firmly stuck. Sometimes they even pierced right through a fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) sometimes they even pierced right through a fallopian tube [fallopian tube perforation], they were often firmly stuck [embedded device] , severe pain [pelvic pain female] , fatigue [fatigue] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("sometimes they even pierced right through a fallopian tube") and embedded device ("they were often firmly stuck") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion medically important), pelvic pain ("severe pain") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered embedded device, fallopian tube perforation, fatigue and pelvic pain to be related to essure administration. The reporter commented: more than twenty years ago, the manufacturer bayer launched the product essure: two tiny coils that doctors could insert in the fallopian tubes in fifteen minutes, after which the fallopian tubes would close up. It seemed like the perfect sterilization method, but after just a few years, women around the world began reporting complaints, such as severe pain and fatigue. In 2017, bayer withdrew essure from the market. Women have also filed a class action lawsuit against the manufacturer. Gynecologists have removed many of those little coils, and they say they were often firmly stuck. Sometimes they even pierced right through a fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.